Event description:
A sales rep of the importer (B)(4) performed an aesthetic treatment on a patient who he was previously acquainted with at the home of the patient's sister on (B)(6) 2009. The refirme st applicator was used to treat the patient's neck. During the treatment, the patient complained of experiencing intense burning. Immediately after treatment, both the patient and treater noticed an unusual, large red discoloration on the right side of the patient's neck. They appeared like "welts". Within days, the patient's injuries worsened. The "welts" had began to blister. Months later, there are scars that remain in the treated area. Both a dermatologist and plastic surgeon have been treating the patient's injuries with steroid injections, silicone scar treatment strips and other dermatological procedures.

Manufacturer narrative:
Vp of qa and ra reviewed the investigation surrounding the reported adverse event. The root cause of the adverse event was determined to be from the misuse of the refirme st applicator by an unauthorized user. The user was reprimanded and corrective action was taken to terminate the user's employment with the company. Further details regarding the pt's current condition and the resolution of their injuries are not available since this case has entered the legal process with potential for litigation. The refirme st applicator was received by the MFR from the distributor in order to be processed and refurbished per the routine procedure. Since the MFR was unaware that the applicator had been involved in an adverse event, it was not quarantined for further tests. The refirme st applicator (B)(4) was sent back to the MFR on june 3, 2010, as part of a batch of applicators that was received from the distributor with the intent to be refurbished then sent back for re-sale. Since the MFR became aware of the incident in (B)(6) 2010, the MFR did not perform device testing when it was received.